Event description:
It was reported the patient presented with a flat pump and a left cylinder aneurysm. The existing inflatable penile prosthesis (ipp) was explanted as a result. The explanted ipp exhibited fluid loss due to the disassociation of the device tubing. The patient was thoroughly irrigated and reimplanted with a replacement ipp. No patient complications were reported during the procedure. The explanted ipp is expected to be returned. A supplemental report will be filed upon completion of the product analysis.